Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and functional testing were performed with no issues noted. A pressure test was performed and revealed a leak from between the luer activated valve and the winged female luer lock adapter. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink catheter extension set, the set was found to leak from between the luer activated valve and the winged female luer lock adapter. No additional information is available.